Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and could not verify or duplicate the reported issue. Physio-control then replaced the device's therapy pcb assembly as a precaution and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue was not determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that the service indicator became present and event codes were logged in the memory of the device when attempting to shock during a patient event. The event code logged is indicative of device failure that could result in loss of defibrillator output energy when attempting to shock. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.